Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned.the reported patient effects of angina, nausea, and hypersensitivity, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. (B)(4). The additional 3 xience alpines referenced are being filed under a separate manufacturing report numbers.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat lesions located in the right coronary artery. Four xience alpine stents were deployed for treatment. Approximately 2-3 days post procedure the patient began experiencing similar symptoms to what he had been experiencing prior to the stents being placed, ear and jaw pain, chest pain and nausea. The patient has an appointment with his physician on (B)(6) 2015 to discuss his symptoms. No treatment has been performed at this time. The patient has an known nickel allergy and informed his cardiologist of this prior to stenting. No additional information was provided.